Event description:
A medtronic representative reported that, while in a cranial resection procedure, the surgeon experienced difficulty registering the patient. The surgeon was using point merge registration with fiducials. The first two attempted registrations had a predicted accuracy value (pav) of 2.4 and 3.7, however, the green spheres did not encompass the area of surgical interest. In trouble-shooting, the patient was re-registered, matching 6 of the placed fiducials, and obtained a pav of 2.1; with approximately half of the surgical area of interest encompassed within the green sphere of accuracy. The surgeon decided that the third registration was acceptable and opted to continue the procedure to completion with the use of the navigation system. There was a ten minute delay in the surgery. After the completion of the procedure the surgeon stated not being confident that the tumor was removed completely. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's s7 navigation system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
Event date: a medtronic representative, following up with the site, reported that the surgeon had not scheduled a revision procedure. A medtronic representative performed a navigation system check-out, all areas passed. A software investigation was completed and determined the patient had very loose skin and that the skin on the back of the head was stretched/compressed into a non-natural orientation. There are multiple fiducials on and around this area. Using these fiducials for registration would cause inaccuracy as the location of the on the scan would not properly match the patient. Software is functioning as designed. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's s7 navigation system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.